Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, scratched case, minor scratches on the display window and cracked case near display window corners noted during visual inspection. No button error alarm noted. No button response due to corroded keypad traces. Unable to perform the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 386 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).